Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.

Event description:
The patient expired during their prescribed zio at wear period. The exact cause of the patient¿s death is unknown.

Manufacturer narrative:
A zio at device was prescribed to a patient by a healthcare professional. Irhythm attempted to contact the patient and account on day 1 and day 3, since no baseline report was received, but was unsuccessful. Irhythm confirmed activation but noted possible low cellular coverage. On day 4, an arrhythmia that met medical doctor notification requirements was received. Irhythm attempted to notify the patient. Irhythm successfully notified the account, and the physician contacted the patient¿s emergency contact. A second actionable arrhythmia was transmitted on day 4. Irhythm attempted to reach the patient, without success. Irhythm successfully reached the patient¿s emergency contact, who informed irhythm that the patient was receiving emergency care. Irhythm advised the attending physician of the identified arrhythmia and the patient¿s status. Irhythm was later informed that the patient had passed away. The zio at and the gateway devices have not been returned to irhythm for further investigation. The exact cause of the patient¿s death is unknown. However, the zio at clinical manual provides a statement in the ¿contradictions¿ section that states, ¿do not use zio at for patients with symptomatic episodes where variations in cardiac performance could result in immediate danger to the patient or when real-time or in-patient monitoring should be prescribed.¿ it also states in the ¿reports¿ section, ¿transmission time may vary significantly depending on how effectively the patient maintains patch-gateway proximity and gateway cellular reception. Transmission reports will be provided after irhythm receipt and analysis of ECG strips.¿ after the patient passed away, the hcp communicated to the company that he had a different expectation for the device/ambulatory mct service. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned.